Event description:
It was reported to philips that the system was not booting up. The system was in use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue had occurred during a non-emergency coronary treatment procedure. The procedure was completed by moving into hybrid or. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not booting up. The rse suggested the customer to press ctrl+alt+s on the keyboard, but customer confirmed that there was no change on the screens when buttons were pressed. The philips field service engineer (fse) visited onsite, and upon functional testing, the fse found that x-ray pc was unable to boot up and determined that the software became corrupted. To resolve the issue, the fse reinstalled the system software via the table side tsm and restored backup. After re-installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.